Event description:
Reportedly, an unexpected label was found inside the plastic bag containing the pacemaker. Preliminary analysis revealed that the reported issue most probably resulted from an oversight by the operator.

Manufacturer narrative:
Preliminary analysis revealed that the reported issue most probably resulted from an oversight by the operator.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, an unexpected label was found inside the plastic bag containing the pacemaker.